Manufacturer narrative:
Concomitant product(s): 5524m-53 lead, implanted: (B)(6) 1995. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with a hip fracture after a fall. It was noted that the implantable pulse generator (ipg) was not functioning properly. The battery voltage and battery impedance were low and the device had reached elective replacement indicator (eri). It was also noted that the right ventricular (rv) lead exhibited undefined impedances and loss of capture. The device was subsequently explanted and replaced. The lead was capped and replaced. No further patient complications have been reported as a result of this event.